Manufacturer narrative:
Batch review performed on 6 september 2019: lot 187260: (B)(4) items manufactured and released on 20-dec-2018. Expiration date: 2023-12-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 2 weeks after primary surgery, for a follow-up appointment and post-op x-rays were taken. The post-op x-rays indicated that the poly-insert was not seated and locked into the baseplate. The surgeon revised the medacta sphere insert flex right 13 mm s4 with a medacta sphere insert flex right 13 mm s4. The surgery was completed successfully.